Event description:
It was reported that this right atrial (ra) lead was suspected of compromised insulation integrity due to low out-of-range pace impedance measurements less than 200 ohms and non-physiologic noise. Ra impedance measurements varied from 450 ohms to less than 200 ohms. Additionally, inappropriate atrial tachy response (atr) episodes were stored due to the oversensed noise. Ra sensitivity was already set to 1.5 mv. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).